Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07n8c, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that interrogation records from (B)(6) 2014 indicated high impedance on electrode 11. No actions were taken as an intervention. The outcome was ongoing with no further action needed. The etiology was attributed to the lead. The etiology was noted as not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were reported. As of the last study interrogation on (B)(6) 2014 electrode 11 still had high impedance.

Manufacturer narrative:
Upon the return of the lead lot number va07n8c analysis found that the lead distal end conductor was broken. Circuit 11 of the implantable neurostimulator (ins) was broken 6.9 cm from the distal end of electrode 3 weld site.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further action needed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further actions needed.

Manufacturer narrative:
Analysis results were not available at the time of report. A supplemental report will be submitted when analysis results are available.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient requested removal of the stimulator. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.